Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula, or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 345 mg/dl while wearing the pod longer than 48 hours. The patient reported cannula being dislodged, while wearing it on the abdomen. For treatment, the parent changed out the pod, gave water and a manual injection of insulin. The ketones were positive.